Event description:
Acct. Reports that the personnel in the or report that the stopcock leaks at the handle. There have been no reported pt. Injuries or medical intervention needed to prevent serious injury. Acct. Charge nurse states that they feel this may be a "user" issue and that the personnel are utilizing the stopcock as a 4-way instead of a 3-way stopcock.